Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, issues related to the oxygen blending module board and active exhalation control module were observed. The oxygen blending module board and active exhalation control module were replaced to address the issues.